Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an umb catheter. The customer reports "tube not showing up on x-ray".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation the results will be forwarded.